Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer generated a false high sodium (na) result of 176 mmol/l for one (1) patient's sample. The customer also indicated that chloride (cl) and calcium (calc) results were suppressed (no results generated). The customer mentioned that potassium (k) and carbon dioxide (co2) results were not erroneous. The false high na result was not reported out of the laboratory. The sample was rerun on the same instrument and produced a suppressed result for na. The sample was then run on an alternate instrument, which produced a normal na result of 141 mmol/l and that result was reported out of the laboratory. No impact on patient treatment was reported. While troubleshooting with bec hotline, it was noted that the modular chemistry (mc) drip tray was wet. A leak was found on the floor covering an area of approximately 14" x 14". The customer was wearing proper protective equipment (ppe), including gloves, laboratory coat, and glasses. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. It was determined that the ionized selective electrode (ise) drain had overflowed. Service was initiated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and determined that the j2 valve failed, causing the failure to drain. The fse replaced the valve and verified performance. (B)(4).